Event description:
I have been having false low and urgent low readings from freestyle libre 2 plus sensors. After finger tests, I have found the readings to be often 30-50 points different. This has happened with the use of multiple sensors of this model. This could be dangerous if users do not properly finger test and merely try to correct blood sugars, when in actuality they could be in normal ranges and end up with high blood sugar.